Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the keypad was unresponsive. The customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump could get to menu. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to flattened and creased act button dome switch. No unlocked j2 lcd keypad connector noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.